Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (abdomen) while wearing the Pod between 49 and 71 hours. It was reported that the patient felt pain while wearing the Pod that increased, when the Pod was removed the site appeared to have a lump. It was reported that the patient prepared the site by taking a shower and using a DIA wipe and when the Pod was removed they used an adhesive remover spray called ¿List Plus¿ to remove any sticky residue left by the adhesive. The patient attended a routine appointment with their diabetes specialists as it happened to be scheduled at this time. The patient was diagnosed with an infection. The patient was treated with unspecified antibiotics. The patient¿s parent was advised to draw around the visible infection on the abdomen so they could see whether the infection spread. It was reported that at first the infection grew bigger but after that it began to shrink and after 7 days it was completely healed.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.